Event description:
Philips received a complaint by the customer on the v60 indicating that while performing preventative maintenance (pm) inspection of the device, it was observed that there was a backup alarm test failed message. Requesting a motor controller printed circuit board assembly (pcba) for replacement. It was reported there was no patient involvement at the time the issue was discovered. Investigation is ongoing

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.